Event description:
It was reported to co by distributor in japan that an incident had occurred involving a balloon catheter. Ghe report stated: "physician positioned the balloon at the origin of an internal carotid artery and inflated it with a syringe. The balloon burst while in the pt. The syringe was 2.5cc, however, the successfuly achieved the first inflation with the same catheter."